Event description:
Resistance felt while cannulating right anti-cubital vein. Unsuccessful in inserting catheter through split needle introducer. Upon removal of catheter, it was observed that guidewire had come through the catheter wall. The inserter attempted to withdraw the catheter back through the split needle introducer.

Manufacturer narrative:
The catheter was damaged on the back edge of the introducing needle, causing a piece 4 1/2 cm to be sheared off, encompassing about 1/3 of the catheter circumference. A piece of the catheter tip is also missing & is likely the piece residing in the pt's anticubitons tissue. Removal has been recommended & a re-inservice program organised.